Event description:
The dimension rxl max with hm instrument misidentified the test orders assigned to samples on the segment. The samples were assigned to the wrong patients and the instrument reported the wrong patient results to the lis. The customer found this error after reviewing one of the sample results that was not consistent with the patient's previous results. Four samples were identified with this problem. Discordant sodium, potassium and creatinine results were generated and released to the physicians. There were no reports of adverse health consequences or known patient intervention due to the misidentified samples.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The fse determined that the cause of the discordant results were due to user error: incorrect placement of the patient sample segment on the instrument, causing the instrument to misidentify the test orders. The instrument is performing within specifications. No further evaluation of the device is required.